Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an apical fusion was performed to create new tension on a tether cord. The surgeon removed the original lock caps and cord, completed the apical fusion, and then implanted new caps cord and tightened. There was no reported patient impact beyond the revision.